Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the r1 probe was misaligned. The fse realigned the r1 probe and verified instrument operations. The cause of the discordant, falsely low creatinine and bun results was the misaligned r1 probe. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low creatinine and urea nitrogen (bun) results were obtained on one patient sample on a dimension rxl max instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine and bun results.